Event description:
Paramedics responded to a person, condition not reported. The pt was connected to the monitor with ECG leads and pacing pads and pacing was initiated. According to the reporter, the device stopped pacing the pt. The reporter also stated that no battery failure was noted at the time of the incident. The pt was not resuscitated.